Manufacturer narrative:
A partial lead with the connector pin measuring 16.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Event description:
It was reported that the lead was explanted and replaced due to low r-waves and a high pacing threshold.